Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. The clinical report was analyzed. The data logs showed suction. The root cause of the low flow was not determined. The failure mode will be monitored and trended. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 77-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that patient was experiencing some suction issues from a suspected thrombus formation. This required the medical team to open the access site to remove the thrombus and replace the pump which caused some generalized bleeding to occur.